Manufacturer narrative:
The hospital's biomedical engineering staff evaluated the device and verified the reported problem. The root cause was reported to be a failure of the power supply assembly. The customer has ordered a replacement power supply assembly to repair the device.

Event description:
The customer reported that the device power supply has failed. The ac mains light does not illuminate. There was no patient use associated with the reported event.